Manufacturer narrative:
This event has been treated in (B)(4). However, it was not possible to assess the complaint, since we don't have any information about the event (model, lot number, sample).

Event description:
Visiting nurse reported that per patient, his chemotherapy infusion in a dosi-fuser completed infusion at 32 hours, which is 14 hours early. The nurse reports that patient feels fine, no adverse drug reactions (adr's) or side effects noted.